Event description:
It was reported that when a patient presented into a clinic for a follow-up, an alert for possible output circuit damage was seen on the device. It was also reported that some unidentified white material was observed on the device during explant. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported field event of an alert for possible output circuit damage was confirmed via review of programmer printouts. The device was tested on the bench and damaged high voltage output transistors were observed, consistent with an rv to can short.